Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number:(B)(4)) on 26-mar-2019. The most recent information was received on 01-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 802739) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), headache ("headache"), feeling abnormal ("mental fog"), depression ("depressive tendencies"), myalgia ("chronic muscular pain"), urinary tract pain ("urinary pain"), menorrhagia ("hemorrhagic periods") and abdominal distension ("swollen abdomen"). The patient was treated with paracetamol (antalgic) and surgery (removal of implants with total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, feeling abnormal, depression, myalgia, urinary tract pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, depression, fatigue, feeling abnormal, headache, menorrhagia, myalgia, pelvic pain and urinary tract pain to be related to essure. The reporter commented: description of the event: the events started on (B)(6). Actual state of the patient: life difficult since (B)(6), several medical examinations. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) - heath authorities in (B)(6), reference number: (B)(4)) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 802739) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), headache ("headache"), feeling abnormal ("mental fog"), depressed mood ("depressive tendencies"), myalgia ("chronic muscular pain"), urinary tract pain ("urinary pain"), menorrhagia ("hemorrhagic periods") and abdominal distension ("swollen abdomen"). The patient was treated with paracetamol (antalgic) and surgery (removal of implants with total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, feeling abnormal, depressed mood, myalgia, urinary tract pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, depressed mood, fatigue, feeling abnormal, headache, menorrhagia, myalgia, pelvic pain and urinary tract pain to be related to essure. The reporter commented: description of the event: the events started on 2013. Actual state of the patient: life difficult since 2013, several medical examinations. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.